Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level approximately 50 mg/dl. Reportedly, the customer entered an inaccurate value into the bolus menu and subsequently too much insulin was delivered, resulting in the bg to drop to approximately 50 mg/dl. Customer consumed carbohydrates to address bg. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s t:slim x2 with control-iq user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events."